Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system was discarded. An elective explant was performed due to the resolution of the patient¿s pain after receiving chiropractic treatment. The evoke scs system was confirmed to be functioning as intended prior to explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported resolution of their back pain following chiropractic treatment, which was previously managed using the scs therapy. The evoke scs has been turned off for the past 24 months. The evoke scs system was confirmed to be functioning as intended prior to explant.